Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger product ID cd9000 serial# (B)(6) product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: "this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " h3 analysis of the returned recharger determined the complaint was confirmed, the wr9220 is not able to pair with bluemagic so commu nication interface is defective. When the recharger is placed on the dock, dut does not charge, does not response to a button press hard reset and battery leds continuously cycle rapidly. After main mcu firmware is erased and reflashed, dut operates as expected in runmode_mfg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a wireless recharger. The rep reported that the recharger would not sync with the patient handset. Three green lights flashed continuously. The recharger would not turn off with depressing the power button. They spent 30 minutes trying to dock, re-dock, power, etc. The rep was unable to troubleshoot with any successful resolution. The issue was resolved by opening a new recharger kit. The new system worked and paired fine. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep confirmed that this as an out of the box issue.